Event description:
The facility's biomedical engineer reorted an infusion pump with an 807:01 failure code which occurred during biomed testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter event.